Event description:
Procedure: hemicolectomy. The report received states that the pt was brought back into the or with confirmed leak. The device will not be returned for examinations; it is not available. The manufacturing lot number was not identified. The pt was a male.